Manufacturer narrative:
Thin flap. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented with a thin flap the left eye. Customer stated that the dr. Elected to not lift the flap, abort the procedure and have the patient come back in a few weeks for photorefractive keratectomy (prk). No loss of bcva postoperatively. It was mentioned the surgery center has done 60+ intralase cases since then without concern and believes the single patient interface pi to be the culprit. Site stated they felt the intralase was operating properly. This report is for the patient interface. A separate report is being submitted for the intralase system.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.